Event description:
It was reported by the customer's mother, that the customer had blood glucose levels over 600mg/dl. Customer's most recent blood glucose level 161mg/dl. No additional information was provided. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.